Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reported symptom of system error 322 through the history log but could not reproduce it. The device was operating out of specification with respect to the reported symptom. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms. See scanned page.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt involvement.